Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator failed the initial final test and performance test. Bench testing revealed the high exhaled volume reading was due to a non-conforming pressure module. The ventilator passed the initial final testing for troubleshooting the a known good pressure module installed. Vyaire medical replace the pressure module to resolve the reported complaint.

Event description:
It was reported to vyaire medical that the exhaled volumes were high. There was no report of any patient involvement associated with this reported event.